Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultraeasy meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue with the meter started ¿approximately a month¿ prior to contacting lfs. He alleged, date/time unknown, he obtained an inaccurately high blood glucose result of ¿160 mg/dl¿ on the subject meter and ¿100 mg/dl¿ on a calibrated laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with oral medication, diet and/or exercise. He reported, as a result of the reading he obtained, taking a ¿glucorate sr 500mg¿ tablet which he ¿normally takes only in [the] morning and evening¿. He alleged, thirty minutes¿ after taking the medication, he ¿got fits and was admitted [to] the hospital¿. Details of the treatment administered in the hospital were not communicated. The patient reported that he was discharged the same evening. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, it was correctly coded and he was using the correct testing technique and an approved sample site. It is not known if his test strips had been stored correctly or if the test strip vial was cracked or broken. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result and reportedly developed symptoms of severe hypoglycemia which required intervention by healthcare professionals, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.